Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. In addition, the customer reported the touchscreen was scratched. There was no reported impact to the customer¿s blood glucose. The customer declined to perform troubleshooting with tandem technical support. For the reported issues.